Manufacturer narrative:
The field service representative (fsr) was unable to verify the complaint condition. He replaced the display and checked operation. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the display assembly to function normally with no blanking or loss of display. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This has occurred several times but no exact dates are known. As per field service representative (fsr), a new display has been ordered.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the display on pump would blank out intermittently. The customer used the central control monitor (ccm) to display information and control pumphead. The product was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review, prior to and during cpb, the local display of the sucker roller pump would intermittently blank. The pump continued to function and was able to be controlled and monitored via the ccm. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.